Event description:
Pt sent home w/home sleep test system for evaluation. During the night, the pulse oximeter "leaked battery acid" (or, potentially, the pt's wrist was wet or the pulse ox device was wet shoring the aaa batteries inside. Regardless of cause, the pt received a 2.5" x 2.5" burn on the anterior arm approximately 3 inches from the wrist. Pt woke up to a burning sensation, noticed redness on his arm and a small area of wetness. Pt removed the device and washed his arm for 3-5 minutes, then applied a dressing. Pt was examined by np the next day and diagnosed with a second degree burn. Only new batteries are inserted into the pulse oximeters prior to sending the equipment home w/the pt. The batteries were disposed of by the time I was made aware, and we cannot confirm if the batteries leaked or if there was another cause of wetness and burn. The equipment is being sent back to carefusion for evaluation.